Event description:
This female patient with a history of hypertension, diabetes, angina, and pci with placement of a 2.75 x 16mm nir stent in the distal right coronary artery (rca) in 1998. She was admitted for coronary evaluation due to angina for approximately 10 months. There was no interval change of ECG findings compared to previous ones and no laboratory abnormality. Coronary angiography showed a diffuse, 50% lesion in the left anterior descending artery (lad) with grade ii collateral flow to rca, a tubular, 80% stenosis in the obtuse marginal branch (om), and a totally occluded lesion in the proximal rca. The proximal rca was described as a highly dynamic vessel (flexion) with mild angulation at the target site. Two drug-eluting stents, a 2.75 x 28mm taxus stent and a 2.5 x 33mm cypher stent, were implanted in the proximal through mid rca with overlapping technique with good distal flow without residual stenosis or dissection. During follow-up period, the patient complained intermittent chest pain relieved by administration of sublingual nitroglycerin. Ten months after discharge, the patient readmitted for recurred chest pain. Coronary angiogram revealed that there were no interval changes of left coronary arterial lesion compared to the previous study. The previously placed nir stent in the distal rca was widely patent. Severe instent re-stenosis with stent strut fracture was noted in the mid portion of the taxus stent. Additionally, a second stent fracture with moderate (40%) instent re-stenosis was noted just below the overlapping site was also noted in the proximal portion of the cypher stent. Ivus investigation revealed significant neointimal formation at the point of the angiographic stenosis with luminal compromise and the absence of stent struts, confirming stent fracture at both sites. There was a very effective suppression of the neointimal formation throughout the rest of stent length and also in the stents deployed proximal and distally. The lesions, including both fracture sites, were treated with implantation of 2.75 x 18 endeavor stent deployed at 12 atms and post-dilated with a 3.0 x 15 mm balloon up to 16 atms. Follow-up angiogram showed a good distal flow without residual stenosis or dissection. The patient has a history of known coronary, multi-vessel disease, hypertension, and diabetes, which increases her chance for a major cardiac adverse event. The lesion in the proximal rca was a chronically occluded (as evidenced by the presence of collaterals from the lad) and the vessel was described as highly dynamic and angulated at the target site. Two stents were implanted in overlapping fashion for a total stented area of approximately 58mm. The cypher stent is indicated for the treatment of discreet lesions of less than 30mm. The IFU cautions the user that this device should not be used in patients with tortuous vessels that may impair stent positioning, and/or in patients with chronic total occlusions. A taxus stent and a cypher select stent were implanted in overlapping fashion. The metallic components that comprise the taxus stent are not known. Per the IFU, in order to avoid the possibility of dissimilar metal corrosion, the user should not implant stents of different materials where overlap is possible. Both the taxus stent and the cypher stent fractured just outside of the overlapping area. Additionally, there was evidence of restenosis at the fracture sites.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Stent fracture is a known potential adverse event associated with coronary stenting. In this case the vessel/lesion characteristics and the dynamic nature of the stented vessel, coupled with the possible co-mingling of device materials, likely contributed to the stent fracture. Restenosis is also a known potential complication associated with coronary stenting and is multi-factorial in etiology. There are patient, vessel, lesion, procedural, and possible pharmacological (lack of drug elution to segments within the fracture sites) factors that contributed to this event.